Event description:
Spontaneous call. Patient's mom asking us to send replacement syringe cap and battery cap for ms3 pump. She said the syringe cap fell off so they switched to back up pump with no issues, no lapse in therapy. Unknown if mdo is aware. Unknown lot or sn. No further information known. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? No. Did we [MFR] replace cassette? Replacing caps per patient request. Did the patient have a backup product they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by: patient/caregiver.